Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose (bg) level ranged from 60-140 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.